Event description:
It was reported that during the reprocessing of a da vinci thoracic grasper instrument, damage to the distal shaft isolation coating was observed. The cause of the observed damage is unknown. It is unknown if fragments from the isolation coating remained within a patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.